Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of haemorrhage, pain, discolouration, swelling at implant site, scab at injection site, acne and wound were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by an other health professional which refers to a 44-year-old female patient. Additional information was received on 19-oct-2023 and 26-oct-2023 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On 14-oct-2023 from 11:00 to 11:15, the patient received treatment with 1 ml of restylane kysse (lot 21293-1), 0.5 ml to each side of contours of upper and lower lips using co-packed needle with unknown injection technique by an alternative practitioner. During the treatment, the hcp reported that a drop of blood leaked out (implant site haemorrhage) on the left side of the upper lip, of mild severity. The patient already felt severe pain (implant site pain) on the left upper lip at the beginning of the injection and also a blue discoloration (implant site discolouration) of the surrounding skin was noticed. After the treatment, the pain was persistent. According to the hcp, the patient had experienced a vascular occlusion (vascular occlusion) on lip. The alternative practitioner recommended arnica d30 [arnica montana] (homeopathic preparation) as corrective treatment and also recommended her to consult a physician. On (B)(6) 2023, the patient noticed pimples (acne). On day 2 after the treatment (B)(6) 2023), the patient had developed wounds (wound). Then the patient consulted her general practitioner, who prescribed an unspecified anti-allergic ointment and ibuprofen [ibuprofen] tablets 800 mg three times a day. The patient did not notice any improvement in her symptoms. She also took novalgin [metamizole sodium] on her own to relieve the pain. On day 4 after the injection(B)(6) 2023), the patient contacted the reporting physician, but the patient was not able to visit the practice because she had to work. On day 5 after the injection (B)(6) 2023), the patient presented to the physician for the first time. She had a large lesion with scabs (injection site scab) on the skin above the upper lip (lip white), 6 pimple formations and a black discoloration of the upper medial lip red were determined. The hcp performed a treatment with 4 vials of hylase dessau [hyaluronidase] 300 iu and a total of 2 ampoules of lidocaine [lidocaine] 2% were administered for pain relief. A 30g needle was used for the treatment. The area was then lightly massaged, and heat was applied. In addition, physician prescribed treatment with azithromycin [azithromycin] 500 mg for 6 days and asa [acetylsalicylic acid] 300 mg on the first day (B)(6) 2023), and then 100 mg per day. On day 6 after the injection (B)(6) 2023), the patient had less pain, and she re-visited the practice on (B)(6) 2023 and the treatment with hylase [hyaluronidase] was repeated at the same dose as the day before using a 25g cannula instead of a needle. On day 7 after the injection (B)(6) 2023), the patient was still in pain and was still taking painkillers. On day 8 after the injection (B)(6) 2023), the patient was finally completely pain-free, and she no longer required to take ibuprofen. On day 9 after the injection (B)(6) 2023), the patient was back for a check-up and there was improvement in the swelling (implant site swelling) with fewer scabs, and good blood supply to the upper lip around the black spot. No treatment was necessary at that time. On day 13 after the injection (B)(6) 2023), the hcp performed another check-up, and it was noted that most of the scab had already fallen off and black discoloration of the upper lip had disappeared. There was no volume deficits or visible scars. On day 15 after the injection (B)(6) 2023), the patient reported to hcp that the scab had completely fallen off. The events vascular occlusion, pain, scab, implant site discoloration, wound lesions were resolved, and swelling was resolving. Outcome at the time of the report: vascular occlusion was recovered/resolved. Drop of blood leaked out was recovered/resolved. Pain was recovered/resolved. Blue/black discoloration was recovered/resolved. Pimples was recovered/resolved. Wounds was recovered/resolved. Scabs was recovered/resolved. Swelling was recovering/resolving. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from physician. Case was upgraded to serious. Events (implant site pain, discolouration, swelling, acne, wound, injection site scab) added. Outcome of events and corrective treatment details were updated.